Event description:
The customer reported that she required "emergency medical attention for redness and skin problems" due to the pod's adhesive. As a result, she was prescribed a steroid cream by her health care provider as treatment. On a follow-up phone call ten days later, the customer reported that "everything is fine now." No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed medication to treat the irritation.